Event description:
During prepping of the unit, prior to insertion into the pt, it was found that the stent had already deployed slightly at the tip. A precise ses (size and lot unk) was used instead and the procedure was successfully completed. The product is not available for evaluation and testing.